Event description:
On (B)(6) 2012, patient reported all of the buttons on the infusion device are unresponsive and she was unable to program a quick or standard bolus. She changed the battery and attempted to access the menu, but the infusion device would not respond. She reported the buttons still functioned but were not as responsive as normal on (B)(6) 2012. The infusion device was not dropped on a hard surface or exposed to moisture, and the buttons are not flat. The key-lock feature was not activated. Patient boluses about 3 times per day and has used this infusion device for over 4 years. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.